Manufacturer narrative:
Additional information: d4 - batch number d9 - product receipt h3 - yes, evaluation h4 - manufacture date h6 - codes updated investigation results: visual inspection: a visual inspection of the received screw was made. The threaded body of the screw is in a faultless condition. The screw head/polyaxial- head is missing a part of one of the two flanks. In the next step the inside of the polyaxial head was examined. Here was found heavy grinding marks and one of the threaded flanks partially ground away. The other threaded flank shows normal wear in the thread flanks, caused during screwing in the set screw no grind marks. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: the complained problem could be confirmed. The cause of the identified damage was an improperly secured rod in the polyaxial head. The resulting back-and-forth movement of the incompletely secured rod caused the grinding marks and ultimately weakened part of the screw head to such an extent that part of the flank broke off. Unfortunately, the affected rod and the set screw were not available for analysis. However, the identified damage does not suggest any other causes than those stated. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product sy648ts. - ennovate polyax.screw 7.5x70mm canulated. According to the complaint description, an infection occurred postoperatively and the implant was removed. During revision, it was noted that the screw was broken. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).